Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: did the patient experience an anastomotic leak or post-op bleed? Anastomotic leak. Were any issues noted with device intraoperatively? No. Did the patient undergo chemo or radiation therapy? No. What color cartridges were used throughout procedure? Not available. What is the surgeons pre and post-op anti coagulation regiment? Na. Were any issues noted with staple formation throughout care of patient? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes. What is the current patient status? Patient has recovered.

Event description:
It was reported that the surgeon performed a right hemicolectomy on november fourth, had an anastomotic leak at the staple line and had to re-operate on november thirteenth and gave the patient a blood transfusion. The patient never left the hospital during this period. The device was not saved. Patient has since recovered.